Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("chronic sharp/ stabbing pelvic pain"), abdominal distension ("stomach size decrease"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menses"), hot flush ("hot flashes"), bartholin's cyst ("bartholin cyst"), uterine inflammation ("uterine inflammation"), uterine infection ("uterine infection"), menorrhagia ("menorrhagia"), night sweats ("night sweat"), coital bleeding ("bleeding / spotting after sexual intercourse"), dysmenorrhoea ("painful period"), metrorrhagia ("bleeding between periods"), polymenorrhoea ("polymenorrhea"), sexual dysfunction ("sexual dysfunction"), bacterial vaginosis ("bacterial vaginosis"), pollakiuria ("frequent urination"), cervicitis ("cervicitis"), vulvovaginal pain ("vulvodynia"), vulvovaginal pruritus ("vaginal itching"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), abdominal rigidity ("abdominal spasm"), back pain ("back pain"), arthralgia ("joint pain,hip pain"), pain in extremity ("leg pain"), chest pain ("chest pain"), neck pain ("neck pain"), spinal pain ("spine pain"), pain ("all over body pain"), nausea ("nausea"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heartburn"), gastrointestinal disorder ("bowel disorder"), headache ("headache"), dizziness ("dizziness"), hypoaesthesia ("numbness"), paraesthesia ("tingling sensation"), shock ("brain shock"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), anxiety ("anxiety"), panic attack ("panic attack"), mood swings ("mood swings"), cerebrovascular accident ("stroke symptoms"), depression suicidal ("depression and suicide thoughts "), tinnitus ("ringing in ear"), loss of consciousness ("blackout spell"), amnesia ("short term memory loss"), iron deficiency anaemia ("iron deficiency anaemia "), thrombosis ("clot blood"), vitamin d deficiency ("vitamin d deficiency"), contusion ("bruising"), vitamin b12 deficiency ("vitamin b12 deficiency"), fatigue ("chronic fatigue symptoms"), autoimmune disorder ("autoimmune disorder"), food allergy ("chemical and food allergy"), allergy to metals ("nickel allergy"), gluten sensitivity ("gluten sensitivity"), urticaria ("hives"), rash ("rashes"), cyst ("cyst"), furuncle ("boils"), acne ("acne"), skin irritation ("skin irritation"), palpitations ("heart palpitation"), peripheral swelling ("swelling of legs and feet"), alopecia ("hair loss and changes"), hair growth abnormal ("hair growth in new place"), tooth disorder ("dental issue"), insomnia ("insomnia"), liver disorder ("liver problems"), adrenal disorder ("adrenal problems"), sleep apnoea syndrome ("sleep apnea"), adhesion ("adhesion"), lymphadenopathy ("swollen gland"), pyrexia ("fever"), muscle spasms ("muscle spasm"), muscular weakness ("muscle weakness"), vision blurred ("blurred vision"), visual impairment ("vision decreased"), hyperhidrosis ("excessive sweating"), dry skin ("dry skin"), hair texture abnormal ("dry hair") and dry eye ("dry eye") and was found to have serum ferritin decreased ("ferritin low"), weight increased ("weight gain") and blood urine present ("blood in urine"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain lower, menstrual disorder, hot flush, bartholin's cyst, uterine inflammation, uterine infection, menorrhagia, night sweats, coital bleeding, dysmenorrhoea, metrorrhagia, polymenorrhoea, sexual dysfunction, bacterial vaginosis, pollakiuria, cervicitis, vulvovaginal pain, vulvovaginal pruritus, breast pain, breast tenderness, abdominal rigidity, back pain, arthralgia, pain in extremity, chest pain, neck pain, spinal pain, pain, nausea, flatulence, constipation, diarrhoea, dysgeusia, dyspepsia, gastrointestinal disorder, headache, dizziness, hypoaesthesia, paraesthesia, shock, neuralgia, feeling abnormal, memory impairment, anxiety, panic attack, mood swings, cerebrovascular accident, depression suicidal, tinnitus, loss of consciousness, amnesia, iron deficiency anaemia, thrombosis, vitamin d deficiency, contusion, serum ferritin decreased, vitamin b12 deficiency, fatigue, autoimmune disorder, food allergy, allergy to metals, gluten sensitivity, urticaria, rash, cyst, furuncle, acne, skin irritation, palpitations, peripheral swelling, alopecia, hair growth abnormal, tooth disorder, insomnia, liver disorder, weight increased, adrenal disorder, sleep apnoea syndrome, adhesion, lymphadenopathy, pyrexia, muscle spasms, muscular weakness, vision blurred, visual impairment, hyperhidrosis, dry skin, hair texture abnormal, dry eye and blood urine present outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal rigidity, acne, adhesion, adrenal disorder, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, bartholin's cyst, blood urine present, breast pain, breast tenderness, cerebrovascular accident, cervicitis, chest pain, coital bleeding, constipation, contusion, cyst, depression suicidal, diarrhoea, dizziness, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, flatulence, food allergy, furuncle, gastrointestinal disorder, gluten sensitivity, hair growth abnormal, hair texture abnormal, headache, hot flush, hyperhidrosis, hypoaesthesia, insomnia, iron deficiency anaemia, liver disorder, loss of consciousness, lymphadenopathy, memory impairment, menorrhagia, menstrual disorder, metrorrhagia, mood swings, muscle spasms, muscular weakness, nausea, neck pain, neuralgia, night sweats, pain, pain in extremity, palpitations, panic attack, paraesthesia, pelvic inflammatory disease, pelvic pain, peripheral swelling, pollakiuria, polymenorrhoea, pyrexia, rash, serum ferritin decreased, sexual dysfunction, shock, skin irritation, sleep apnoea syndrome, spinal pain, thrombosis, tinnitus, tooth disorder, urticaria, uterine infection, uterine inflammation, vision blurred, visual impairment, vitamin b12 deficiency, vitamin d deficiency, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 5,6 7,8, and 9 process together. Social media received event "stomach size decrease" was added. Reporter information was added. On 23-mar-2020: fu 5,6 7,8, and 9 process together. Social media received events "uterine infection, cramping, abnormal menses, hot flashes, bartholin cyst, uterine inflammation, menorrhagia, night sweat, bleeding / spotting after sexual intercourse, painful period, bleeding between periods, polymenorrhea, sexual dysfunction, bacterial vaginosis, frequent urination, cervicitis, vulvodynia, itching, burning, stinging, stabbing of vagina, breast pain/ tenderness, abdominal spasm, spinal pain, back pain, nausea, leg pain, all over body pain, gas, constipation, diarrhea, nausea, metallic taste in mouth, headache, bowel disorder, heartburn, dizziness, tingling sensation, numbness, brain shock, nerve pain, cloudiness, forgetfulness, anxiety, panic attack, mood swings, stroke symptoms, depression and suicide thoughts, ringing in ear, blackout spell, short term memory loss, iron deficiency anaemia, vitamin d deficiency, ferritin low, vitamin b12 deficiency, chronic fatigue symptoms, autoimmune disorder, chemical and food allergy, nickel allergy, gluten sensitivity, hives , rash, cyst, boils, acne, skin irritation, heart palpitation, swelling of legs and feet, hair growth in new place, hair loss, dental issue, insomnia, liver problems, adrenal problems, sleep apnea, adhesion , swollen gland, muscle weakness/ spasm, blurred vision, vision decreased, excessive sweating, dry skin/ hair/ eye, blood in urine" were added. On 23-mar-2020: fu 5,6 7,8, and 9 process together. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('every single side effect she had that was gone within 2 weeks of removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('every single side effect she had that was gone within 2 weeks of removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.